Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment. It was noted that the stylus was missing. The hard drive was replaced as preventative and software was reloaded as preventative; replaced and calibrated the missing stylus. Device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had reset a couple of times and wouldn't keep memory of data. The programmer remains in use. No patient complications have been reported as a result of this event.